Manufacturer narrative:
A1: patient identifier - entered w.l. Gore event number, as patient identifier was not provided. A4: weight - 102kg added. Date of event was unknown, so (B)(6) 2019 was selected, as that was the date the event was presented at the 14th japan endovascular symposium.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and infection.

Event description:
The following was presented at ¿14th japan endovascular symposium¿ which was held in japan, on august 21, 2019. On an unknown date, the patient underwent an endovascular repair for an abdominal aneurysm (76mm) and a left common iliac artery aneurysm (54mm) using gore® excluder® aaa endoprostheses. During the procedure, the left internal iliac artery was obstructed intentionally. A half year later from the initial procedure, CT imaging identified a type ii endoleak and an aneurysm enlargement (82mm). The inferior mesenteric artery was coil enbolized to repair the type ii endoleak. A year later from the initial procedure, CT imaging showed the aneurysm enlargement was continued (86mm). The lumbar artery and the left internal iliac artery were specified as the origin arteries. Open surgery was performed. The origin arteries were ligated and the aneurysmorrhaphy to repair the aneurysm enlargement. After the procedure, the patient had persistent 39 degrees fever. The CT imaging revealed stent graft infection near the ligated site of the left internal iliac artery. A part of the stent graft was explanted and an abrasion of the aneurysm was performed. The right axillary artery ¿ bilateral femoral artery bypass procedure was performed. After the procedure, the inflammation was resolved. Ten days later from the open surgery, the patient presented a brain infarction originating from the left cerebral artery and a higher brain dysfunction. The physician suggested the cause of the brain infarction and the higher brain dysfunction were cessation of apixaban. The patient had taken the apixaban before, but it was stopped after the open surgery.